Event description:
It was reported that the patient had a "shocking or jolting" sensation. During the trial procedure, the health care provider (hcp) noted two dural punctures. The patient stated she had "postural changes" and "drainage" after lying down most of the day of the event date. The patient was instructed by her hcp to leave the device off until the next day. The patient decided to go to the emergency department and had "someone look at her back." The patient wanted the lead removed so her hcp ordered it to be removed. The patient called the next day and stated she wanted to proceed with the permanent implant. The patient had a headache and a "shocking sensation" at the lead location. There was no patient injury.

Manufacturer narrative:
Product ID 387360, lot # va01nge, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type screening. (B)(4).